Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The service technician was able to duplicate ¿vent displayed hw fault and stopped functioning¿. All testing performed using a good known test patient circuit as well as a good known ac adapter. Upon powering on the ventilator it instantly showed a hw fault alarm. Alarm was visual as well as audible. Bench testing reveals that pins 1 and 2 on component u20 of motor are not outputting the correct voltage. Review of event trace reveals multiple ¿home er1¿ conditions. If the home signal cannot be detected at all, a home error is declared. All other event trace entries are consistent with normal ventilator operation. Installation of a good known test motor board and the ventilator then functioned properly without any alarms.

Event description:
The customer reported during a transport the model ltv (lap top ventilator) 950 ventilator displayed hw fault and stopped functioning. The customer reported no patient harm or injury.